Event description:
The customer reported that the 9900 system displayed an error message, and failed to boot up. No pt injury was reported.

Manufacturer narrative:
The manufacturer's service rep performed an on site investigation. The system's software was reloaded. The system was tested and is operating as intended.